Event description:
The account alleged that the brakes will set sometimes when the stretcher is in neutral. He stated they have to press the pedals into steer to get it out.

Manufacturer narrative:
The technician found that the left head brake caster did not hold in the brake mode. The casters tire was worn. He replaced the brake caster and the brakes functioned properly.